Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between february and july of 2022. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not received. Customer stated no further information is available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) model name symfony (zxr00) was explanted and replaced with another johnson and johnson lens, model dfr00v (synergy iol). The explanting doctor indicated they are not the original surgeon. He explanted the symfony and implanted a synergy iol to give patient the near vision she desired. There was no capsule tear. Reportedly, the explanted iol will not be returned because it was discarded. The customer indicated there is no further information available.